Manufacturer narrative:
H3: 977a260, s/n: (B)(6), no significant anomalies found. The proximal end insulation was consistent with metal ion oxidation. 977a260, s/n: (B)(6), the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified environmentally assisted degradation of the insulation at the proximal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent a device revision involving the lead 977a260 mrics compact. The end of the lead appeared frayed and was reportedly fractured in the battery, which resulted in an inability to connectthe end of the lead to a new battery. During the procedure, troubleshooting steps included attempts to use different connection points (0-7 and 8-15), but these were unsuccessful. The physician performed a full lead revision to address the issue. The patient required a lead revision, and the issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 13-oct-2020, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 14-feb-2021, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.